Manufacturer narrative:
Additional information was received on 3/25/2019. The serial number of the impacted product has been updated to (B)(4). The device was explanted on (B)(6) 2019. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 650cc saline prosthesis, catalog #3502650, serial # (B)(4). The mentor failure analysis lab received the device for evaluation on 4/16/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/8/2019. Device evaluation summary: it was reported that a 38-year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 650cc saline prosthesis. Right sided deflation was diagnosed through a physical examination post procedure. During evaluation of the sample some creases were observed on the anterior and posterior views. Within the crease a rupture measuring approximately 0.5 cm was noted in the posterior aspect. No other anomalies were observed. The reported complaint was confirmed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. No conclusion could be reached as to what may have caused the reported incident. Deflation is a known complication associated with mentor mammary prostheses and is outlined in the product¿s instructions for use. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate plus profile 650cc saline prosthesis, catalog #3502650, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old female underwent breast augmentation revision with a mentor smooth round moderate plus profile 650cc saline prosthesis. Right sided deflation was diagnosed through a physical examination post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the finished device number 6660775 on 5/8/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).